Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. There was blood on the lv4 (low voltage 4), lv3 (low voltage 3), proximal and distal conductors but they were not obstructed.

Event description:
It was reported the left ventricular (lv) lead was attempted but not used due to blood in the insulation after placement difficulty. The lv lead was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).